Event description:
On two separate occasions, 3/3/1998 and 3/10/1998, debris was deposited into the patients' eyes. The debris was able to be removed at the time of the procedure. There were no pt injuries.